Manufacturer narrative:
Event date not provided/unknown.

Event description:
It was reported that the healing abutment (hc565) would not seat in the implant. Another healing abutment was used to complete the procedure.

Manufacturer narrative:
One zimmer dental heal collar was returned for inspection. A visual inspection revealed wear about the collar and the threads are noted to be damaged at the engaging surface. The hex head was also slightly worn, but functional. The product was functionally tested, and it was confirmed that the collar would not screw into a mating implant. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes a healing collar that was stripped, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. Select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. It is clear from the package drawing under pd- hc565 rev a that the first thread is compressed inward. The problem with screwing in the collar appears to be due to this damage, as the orientation of the engaging threads does not match the drawing and are deformed due to this damage. A singular cause cannot be determined. The following sections have been updated: device expiration, (B)(4).